Event description:
The customer reported to medela customer service on 3/3/15 that her freestyle breast pump had low suction and she had a clogged duct. During the customer follow up with a medela clinician on (B)(6) 2015, she stated her doctor diagnosed her with a mastitis infection and prescribed her antibiotics.

Manufacturer narrative:
Replacement spare parts kit and tubing were sent to the customer and requested the spare parts kit and tubing be returned for evaluation. The defective spare parts kit and tubing has not been received at medela as of 3/16/2015. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. During the customer follow up with the clinician on 3/10/2015, her doctor diagnosed her with a mastitis infection and prescribed her antibiotics. Customer has also been taking 1200 mg lecithin 3 times a day. On 3/12/2015, the customer had emailed the clinician stating her replacement parts have resolved the low suction issue. "Mastitis is usually a benign, self-limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." (B)(4). It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).